Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12948.related manufacturer reference number: 2938836-2019-12949.it was reported that the patient presented to the emergency department with pocket infection that became systemic. There was evidence of pocket erosion in approximately three small areas. No vegetation on leads. The infection was treated with IV antibiotics. The entire system was explanted. The patient was stable before, during, and after the procedure.